Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced seventeen adhesive issues between (B)(6) 2024. He reported that infusion sets fell off during use. The sets were in use for 48 hours. Blood glucose levels were between 80-180 mg/dl at the time of event. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.